Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with dry eye at night fluctuating vision in both eyes. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of dry eye and changes in vision but that the artificial tears help. Prescribed lotemax, restasis, and to continue with the artificial tears also to add warm compresses and high dose of omega 3 supplements. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 3.50 x -1.25 x 84. Left eye pre-op 20/20 3.50 x -1.00 x 106. Bcva from (B)(6) 2016: right eye post-op 20/30. Left eye post-op 20/30.